Manufacturer narrative:
(B)(4). Section d4: lot number: lot number was not received. Section d4: UDI: UDI was not received. Section d4: expiration date: lot number was not received. Section h4: device manufacturing date: lot number was not received. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) field representative that the glider of a bc190 flexitrunk infant nasal tubing was broken during patient use. There was no patient consequence.

Event description:
A healthcare facility in new york reported via a fisher & paykel healthcare (f&p) field representative that the glider of a bc190 flexitrunk infant nasal tubing was broken during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(6). . Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the complaint bc190 flexitrunk infant nasal tubing was not returned to f&p for evaluation. Our investigation is based on the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that the glider of a bc190 flexitrunk infant nasal tubing was broken. Conclusion: without the return of the subject device, we are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."